Manufacturer narrative:
Deemed reportable on september 26, 2019. Initial reporter is company representative. Investigation summary: the customer reported the device was out of drawing specification. The drawing specification is 7.0-8.4 and the torque tested high ¿ 8.55 to 8.48. The repair technician reported the device failed in calibration testing. Torque test failed high is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 18-sep-2019. The vendor will repair the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 21. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 321.133. Synthes lot # 7247102-10. Supplier lot # 7247102-10. Release to warehouse date: 28 may 2013. Supplier: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at field stocking location (fsl) nc site, it was observed that a torque limiting handle was out of drawing specification. The drawing specification is 7.0-8.4 and the torque tested high ¿ 8.55 to 8.48. There was no known patient or hospital involvement. This is report 1 of 1 for (B)(4).